Event description:
It was reported the patient had pain at the pocket site and consequently elected to have the device explanted. It was noted there was not normal battery depletion, and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the implantable neurostimulator, serial number (B)(4), found the device was functionally "okay" with no significant anomalies.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 748925, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type extension, product ID 7434a, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient product ID 37752, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product type recharger, product ID 3708320, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product type extension, product ID 3587a, lot# lb0561, serial#, implanted: 2003 (B)(6), explanted: product type lead. (B)(4), the stimulator was returned for analysis. A follow up report will be sent when analysis is complete.